Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The device had cracked reservoir tube lip, missing end cap sticker, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump's up and down arrows were not responding. Blood glucose level was not provided. No further information was provided.